Manufacturer narrative:
Other, other text: b3: date of event and d4: UDI number is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during preventative maintenance the device was not passing the disposable tubing alarm test. No patient involvement.

Manufacturer narrative:
One device was received. Per visual inspection, cracked enclosure. Damaged connection between printed circuit board (pbc) and power switch. Bent micro switch. Per functional testing, the "no disposable" alarm was going off confirming the complaint. The root cause was a bent microswitch lever from suspected usage. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. No action taken due to the condition of the device. It was deemed beyond economical repair and was scrapped.